Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain left side pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 789035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included ovarian cyst, menses irregular, anxiety, bloating, left lower quadrant pain, hernia, abdominal pain, leiomyoma nos, adenomyosis, nabothian cyst and paratubal cyst. Concomitant products included cefixime (flexeril) and ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 26 days after insertion of essure. In 2012, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia(painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) spotting"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and complication of device insertion ("complications or problems that occurred at the time of your essure placement"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), nsaids and surgery (d and c, thermal balloon ablation and hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal discharge, dyspareunia, nausea, fatigue, alopecia and complication of device insertion outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, complication of device insertion, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010 insertion details:- trailing coils: left 3 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: as per pfs, result: total bilateral occlusion. That the essure device was in the correct position. As per mr, impression: bilateral fallopian tube occlusion status post essure pro. Ultrasound pelvis - on (B)(6) 2011: impression: the uterus is small. Em is 6.3 mm. There is a 6 mm echogenic mass on the endometrial stripe which probably represents a polyp. There is no flow on color doppler studies. There are hyperechoic structures on the cornu of the uterus bilaterally which probably represents the essure. The ovaries are both normal in size and there is no free fluid in the cul-de-sac.; on (B)(6) 2012: impression: normal size uterus. Em is 10.3 mm. No flow on color doppler studies. The essure coils could not be visualized during this scan. The ovaries are small and ri is normal on the left; ri could not be obtained on the right side. There is no free fluid in the culde sac.; on (B)(6) 2013: impression: the essure devices were seen in the correct position. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal haemorrhage". Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs received: new events- vaginal bleeding, menorrhagia, nausea, dyspareunia, pelvic pain, lower abdominal pain, vaginal discharge, fatigue, hair loss were added. Event outcome- lower abdominal pain was added. Concomitant conditions & drugs were added. Lab test was added. Lot no. Was added. Reporters were added. Treatment drugs were added. On 18-apr-2019: pfs received - new reporter (consumer) were added. Event complication of device insertion was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain left side pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 789035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included ovarian cyst, menses irregular, anxiety, bloating, left lower quadrant pain, hernia, abdominal pain, leiomyoma nos, adenomyosis, nabothian cyst and paratubal cyst. Concomitant products included cefixime (flexeril), fluconazole from (B)(6) 2014 and ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 26 days after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia(painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) spotting"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"), complication of device insertion ("complications or problems that occurred at the time of your essure placement") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), nsaids and surgery (d and c, thermal balloon ablation and hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal discharge, dyspareunia, nausea, fatigue, alopecia, complication of device insertion and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: after insertion there were 3 trailing coils on left side and 3 on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. The essure device was in the correct position. Ultrasound pelvis - on (B)(6) 2011: the uterus is small. Em is 6.3 mm. There is a 6 mm echogenic mass on the endometrial stripe which probably represents a polyp; on (B)(6) 2012: normal size uterus. Em is 10.3 mm. No flow on color doppler studies. The essure coils could not be visualized during this scan; on (B)(6) 2013: the essure devices were seen in the correct position. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs received. Following events were added: abnormal bleeding (general) and dysmenorrhea (cramping). Onset date of events: dyspareunia(painful sexual intercourse), fatigue, vaginal discharge, hair loss and nausea were updated. Start date of concomitant drug loestrin were added. Concomitant drug were added. Follow up 5 & 6 were processed together. On 29-jul-2019: follow up 5 & 6 were processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain left side pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'). In a 30-year-old female patient who had essure (batch no. 789035), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: endometriosis. Concurrent conditions included: ovarian cyst, menses irregular, anxiety, bloating, left lower quadrant pain, hernia, abdominal pain, leiomyoma nos, adenomyosis, nabothian cyst and paratubal cyst. Concomitant products included: cefixime (flexeril), fluconazole from (B)(6) 2014. And ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), (B)(6) days after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia(painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) spotting"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"), complication of device insertion ("complications or problems that occurred at the time of your essure placement"), dysmenorrhoea ("dysmenorrhea (cramping)") and abscess ("abscess"). The patient was treated with ethinylestradiol; norethisterone acetate (loestrin), nsaids and surgery (d and c, thermal balloon ablation and hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal discharge, dyspareunia, nausea, fatigue, alopecia, complication of device insertion, dysmenorrhoea and abscess outcome was unknown. And the abdominal pain lower had resolved. The reporter considered abdominal pain lower, abscess, alopecia, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: after insertion, there were 3 trailing coils on left side and 3 on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, total bilateral occlusion. The essure device was in the correct position. Ultrasound pelvis: on (B)(6) 2011, the uterus is small. Em is 6.3 mm. There is a 6 mm echogenic mass on the endometrial stripe, which probably represents a polyp. On (B)(6) 2012, normal size uterus. Em is 10.3 mm. No flow on color doppler studies. The essure coils could not be visualized, during this scan. On (B)(6) 2013, the essure devices were seen in the correct position. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and vaginal haemorrhage. Lot number#: 789035, manufacturing date: 2010-10, expiration date: 2013-10. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain left side pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. 789035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included ovarian cyst, menses irregular, anxiety, bloating, left lower quadrant pain, hernia, abdominal pain, leiomyoma nos, adenomyosis, nabothian cyst and paratubal cyst. Concomitant products included cefixime (flexeril), fluconazole from (B)(6) 2014 to (B)(6) 2014 and ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 26 days after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia(painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) spotting"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"), complication of device insertion ("complications or problems that occurred at the time of your essure placement"), dysmenorrhoea ("dysmenorrhea (cramping)") and abscess ("abscess"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), nsaids and surgery (d and c, thermal balloon ablation and hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal discharge, dyspareunia, nausea, fatigue, alopecia, complication of device insertion, dysmenorrhoea and abscess outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, abscess, alopecia, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: after insertion there were 3 trailing coils on left side and 3 on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. The essure device was in the correct position. Ultrasound pelvis - on (B)(6) 2011: the uterus is small. Em is 6.3 mm. There is a 6 mm echogenic mass on the endometrial stripe which probably represents a polyp; on (B)(6) 2012: normal size uterus. Em is 10.3 mm. No flow on color doppler studies. The essure coils could not be visualized during this scan; on (B)(6) 2013: the essure devices were seen in the correct position. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff information form received. Event "abscess" was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain left side pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure (batch no. 789035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included ovarian cyst, menses irregular, anxiety, bloating, left lower quadrant pain, hernia, abdominal pain, leiomyoma nos, adenomyosis, nabothian cyst and paratubal cyst. Concomitant products included cefixime (flexeril) and ibuprofen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 26 days after insertion of essure. In 2012, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia(painful sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) spotting"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and complication of device insertion ("complications or problems that occurred at the time of your essure placement"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), nsaids and surgery (d and c, thermal balloon ablation and hysterectomy (full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal discharge, dyspareunia, nausea, fatigue, alopecia and complication of device insertion outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, complication of device insertion, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010. Insertion details: trailing coils: left 3 right3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: as per pfs, result: total bilateral occlusion. That the essure device was in the correct position. As per mr, impression: bilateral fallopian tube occlusion status post essure pro. Ultrasound pelvis - on (B)(6) 2011: impression: the uterus is small. Em is 6.3 mm. There is a 6 mm echogenic mass on the endometrial stripe which probably represents a polyp. There is no flow on color doppler studies. There are hyperechoic structures on the cornu of the uterus bilaterally which probably represents the essure. The ovaries are both normal in size and there is no free fluid in the cul-de-sac.; on (B)(6) 2012: impression: normal size uterus. Em is 10.3 mm. No flow on color doppler studies. The essure coils could not be visualized during this scan. The ovaries are small and ri is normal on the left; ri could not be obtained on the right side. There is no free fluid in the culde sac.; on (B)(6) 2013: impression: the essure devices were seen in the correct position. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal haemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.